Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor reader was so hot that it almost burned the patient's chest. The patient was instructed to unplug the remote monitor if the power cable was cool enough to handle. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.